Event description:
I am writing to formally escalate a critical, unresolved product failure involving my dexcom g7 receiver, coupled with a profoundly broken customer service apparatus that actively prevents resolution. Despite my repeated attempts to resolve this through standard channels, your front-line support staff has failed to issue a replacement for my faulty medical equipment, refused to escalate my file to management, and subjected me to an exhausting, circular verification process. The specific failures I require your office to immediately address are as follows: willful disregard of a long, documented product failure history: I have a extensive history of reporting faulty equipment and sensors that simply do not work. Dexcom possesses a comprehensive electronic record of these persistent equipment failures. Your front-line staff has immediate, real-time access to this history on their screens. Yet, rather than reviewing the existing file to expedite a solution, they willfully ignore this data, treating each failure as an isolated, baseline event. Exhausting, repetitive account verification: every interaction with your customer service team involves an agonizing loop of repeating basic identifiers. I am forced to state my name, date of birth, address, and serial numbers over and over again to the same representative, or across immediate transfers. This is an unacceptable deployment of call-center friction against a patient managing a health condition. Active concealment of leadership and refusal to escalate: when your front-line agents reached a script impasse, I explicitly and repeatedly demanded to speak with a floor manager, supervisor, or tier 2 specialist. Your representatives actively refused to transfer my call, refused to provide the names or titles of their supervisors, and effectively held my account resolution hostage. As a medical device manufacturer, dexcom has a regulatory obligation to track product failures and maintain an accessible, functional system for patient support. Forcing a patient to endure an endless loop of repetitive identifiers while stonewalling access to management is not just poor customer service-it is a systemic barrier to necessary medical care.